Manufacturer narrative:
Other, other text: evaluation results: seven cadd cassette reservoirs with part numbers 21-7300-24 and lot numbers 3949582, 3934899, 3971733, 3962222, 3955175 were received in used conditions inside a plastic bag without their original packaging. The samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No abnormalities were observed. A syringe was used to infuse water into the cassette bag. Due to confirmation of the failure mode, one sample was tested; the sample leaked. The customer reported product problem was therefore confirmed. A manufacturing problem was identified as the root cause of the leak.

Event description:
Information was received that cadd cassette reservoirs - flow stop leaked. The leak was reported to be between the tubing and the bladder right at the top of the cadd. There's a speculation that there's a hole in the bladder. There were no adverse events reported.